Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). It was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr confirmed multiple transducer faults in the events log. The main board as replaced and the unit functions to service specifications. The suspect main board has been returned to carefusion for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that during patient use the ventilator alarmed transducer fault. There was no harm as the patient was switched to alternate ventilation.

Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed pt802 transducer has failed.